Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating positive end expiratory pressure issue. The ventilator was investigated by our field service engineer on site. The reported issue could not be reproduced. No deviations or abnormal found during ventilation. The unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating positive end expiratory pressure issue. There was no patient harm reported. Manufacturer's ref. #: (B)(4).